Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that her wife experienced low blood glucose level. Customer reported that the blood glucose level of 266 mg/dl at the time of event, her insulin pump delivered the bolus to correct it then her blood glucose dropped to 43 mg/dl. The customer was treated for the low blood glucose with orange juice and then her blood glucose stabilized to 117 mg/dl. Customer stated that tape's adhesive not so strong so the sensor kept falling off. The product was not returned for analysis.